Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they received a red alarm at the information center but staff were not sure why the alarm stopped alarming. The issue involved one patient who had a red alarm however no harm was reported to have occurred.

Manufacturer narrative:
(B)(4) could not be confirmed. The issue is not consistent with a malfunction of the product. The customer was unsure why a red alarm stopped sounding however the fse has indicated that no onsite evaluation of the product was needed once he spoke with a clinical specialist onsite as the issue was associated with existing and legacy alarm configurations involving the way in which alarm latching was set. The customer has since requested a change in the configuration to better align with staff practices. The fse will work with the customer regarding this request. No further investigation is warranted.